Event description:
Event description guidant received information that at a routine pacemaker changeout procedure, this ventricular lead was noted to have high impedance measurements, and then found to have a lead fracture. The lead was surgically abandoned and replaced.